Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was displaying an error 2 message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2014 at approximately 10am, the patient reportedly manages her diabetes with levemir and humalog insulin and reported that she increased her food/drink intake at 10am in response to not being able to test. She claimed that a couple of hours later, she developed symptoms of ¿headaches, blurred vision and thirst¿ but denied receiving any form of medical treatment. No other device was used for testing. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The correct test strips were being used and the correct testing technique was followed. The issue was resolved with troubleshooting. Replacement products were sent to the patient and subject products were requested back for investigation. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.